Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was waiting to receive a replacement insulin pump and was having issues controlling his blood glucose. The customer bolused for a meal and his blood glucose level was 430 mg/dl. The bolus was not recorded in the bolus history. He believed the basal was not working properly. The time on the insulin pump was set incorrectly. The device was not returned.